Manufacturer narrative:
The referenced device was returned to olympus medical systems corporation (omsc) for evaluation. Osmc evaluated the device and found that the phenomenon was reappeared to connect the device with another video system center otv-s190. There was no abnormality of water tightness of the device. But electrical continuity was unstable because of breaking wire partly. Consequently, otv-s190 could not detect connection with the device properly. Olympus attributed this phenomenon to inappropriate handling of the device by the user. The ch-s190-xz-e instruction manual states the notice for the handling of the device. Also, osmc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during laparoscopic tubal ligation procedure, the facility had connected the ch-s190-xz-e with combination equipment otv-s190 and clv-s190 after the patient had been anesthetized. But the lcd monitor had displayed error code b30 and had not shown an endoscopic image. Then the facility had cleaned connectors of the ch-s190-xz-e before having connected the device with the combination equipment again. However, the lcd monitor had still shown the same error code. The facility had replaced the device for another similar device and the procedure had been accomplished. There was no report of the patient's injury regarding this event.